Event description:
Healthcare professional reported that he had difficulty removing the valve holder after the valve was seated. The sutures were cut at the knots and removed individually. Post operative echo shows one commissure post is bent inward. The valve remains implanted with no reported adverse effects to the pt.